Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that pt has experienced a dull pain for the last few months in the hip joint that radiates down the back of her thigh. Pt states that she has seen her surgeon and had x-rays done. Pt also states that the surgeon has ordered blood work.